Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump alarmed motor error. Customer¿s blood glucose was 150 mg/dl at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime alarm test, compromised force sensor test, excessive no delivery test and occlusion test due to motor error alarm.